Event description:
During profyle combo surgery, a screw head of 2.3mm screw pass through a hole of compression plate when surgeon was inserting the screw. The screw was inserted at a steep angle.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.